Manufacturer narrative:
The device was not returned for analysis. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The patient presented with severe angina and the vessel was pre-dilatated with a 2.0x8mm semi-compliant balloon. A 2.75x12mm xience alpine stent was deployed at 16 atmospheres and fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with another xience alpine stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.